Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not evaluated.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was 352 mg/dl at the time of the report. Reportedly, the customer administered a manual injection. The customer reported to be using apidra insulin. The customer had changed the cartridge and infusion set multiple times.